Event description:
It was reported that a malfunction occurred, displaying malf 24, and the issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The customer was instructed to use mdi as a backup therapy to ensure uninterrupted insulin delivery, and cts sent a replacement pump with updated software, providing storage mode instructions and advising on steps for receiving the new pump. The customer understood and acknowledged the instructions and agreed to return the problematic pump within 10 days via ups.